Event description:
Reported via user medwatch (B)(4). It was reported that during a aortofemoral digital subtraction arteriogram treatment procedure, a guide wire tip detached occurred. The target lesion was located in the calcified popliteal artery. A 300cm straight tip v-14 controlwire guide wire was selected to advance to the lesion. During conclusion, the guide wire was removed but the nylon tip embedded itself into the artery wall of the lesion between the calcified plaque.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).